Manufacturer narrative:
Correction to blocks d1 and h11. Block a2: the exact patient's weight is 86.9 kg. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of pain. Patient code e2006 captures the reportable event of vaginal mesh exposure. Patient code e1401 captures the reportable event of vaginal discharge.

Event description:
It was reported that after the implantation, the patient experienced vaginal mesh exposure, vaginal discharge, and pain. The device was then explanted on (B)(6) 2024.

Manufacturer narrative:
Block a2: the exact patient's weight is 86.9 kg. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of pain. Patient code e2006 captures the reportable event of vaginal mesh exposure. Patient code e1401 captures the reportable event of vaginal discharge.

Event description:
It was reported that after the implantation, the patient experienced vaginal mesh exposure, vaginal discharge, and pain. The device was then explanted on (B)(6) 2024.